Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller log files showed that it was previously used as a primary controller (operating a pump) but was exchanged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller exchange on (B)(6) 2019 was confirmed via analysis of the log file. There were no other notable alarms active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The data in the log file did not indicate any issues with the system controller. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.